Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a procedure to treat atrial fibrillation using a farawave pulsed field ablation catheter the patient had a pericardial effusion in the right ventricle (rv) at baseline. After finishing the pulmonary vein isolations (pvis) the effusion was checked via intracardiac echocardiography (ice) and it appeared to be bigger. The pericardial effusion was drained. The procedure was completed successfully. The patient also underwent surgical intervention for rv laceration and was hospitalized. The patient is recovering from the surgery. The device is not expected to be returned for analysis due to disposal.